Event description:
A distributor contacted baxter (B)(4) regarding a packaging issue with a minicap. The distributor stated that the over pouch of the minicap had a bad seal on it. There was no patient involvement, patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a packaging related defect was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.